Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the cautery of vasoview hemopro 2 is not working consistently. The device starts working then becomes intermittent. No patient harm.